Event description:
It was reported that this was a flif (th11-l4) for an ovf on (B)(6) 2026. During the surgery, the tip of the screwdriver could not be inserted into the hole of the screw, and the screw could not be installed. The surgery was completed successfully without any surgical delay using another new screw. The screw in question was checked after the surgery, and it was confirmed that the screw hole is pentagonal, not hexagonal, and one groove is missing. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.